Event description:
It was reported that a patient was implanted with a rechargeable neurostimulator (ins) because he needed high settings. The ins was implanted in the front of the patient's body. It was noted that the ins was reprogrammed 6 months after implant (the end of (B)(6) 2012) and since the reprogramming the effectiveness of the device had "progressively decreased". On (B)(6) 2013 the patient had some hardware, rods and screws, removed from his back at l5 and s1. It was stated that this has helped with "some issues" the patient has been having with his back. It was noted that since the surgery the pain had "moved up his back" and he was having "an issue" with his left leg. It was noted that the patient's leg issues were a result of an injury that happened on (B)(6) 2008. It was reported that the device was implanted to help with those issues. The patient was experiencing a loss of therapeutic effect. It was stated that the patient's doctor wanted to have the device reprogrammed. It was noted that the doctor thought that there might be an issue with the device. The doctor thought that too much scar tissue might have formed around the leads and stimulation was unable to hit the correct nerves. It was stated that if reprogramming doesn't help, they were going to take out the device. The effectiveness of the device had been decreasing for 1-1.5 years. It was noted that the patient was on morphine and another medication and he was doing physical therapy. Additional information received ten days later reported that the patient was going to meet with the doctor and a medtronic representative, but the appointment had not been made.

Event description:
Additional information received reported that the patient saw a company representative for reprogramming and the patient was "doing well".

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).